Manufacturer narrative:
Hamilton medical ag ref. Nr: (B)(4) investigation is ongoing. Hamilton coaxial breathing circuit family devices in this product line are classified under product code bzo. ¿set, tubing and support, ventilator (with harness). Part number 260127 is listed in the same product family per the manufacturer ¿s IFU, and therefore falls under the same FDA product classification. Batch/lot number was not provided; hence, specific device identification remains incomplete at this stage.

Event description:
According to the complaint description, "(B)(6) from (B)(6) shared that she had been in contact regarding an expiratory valve occlusion/obstruction alarm." A patient was involved in the reported event. However, no harm occurred and no medical intervention was reported to be required.